Event description:
It was reported that there was damage on the pump housing due to wear and tear. There was no reported impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the usb connector was observed to have damaged pins preventing charging.